Event description:
The patient reportedly experienced a decrease in performance. Programming adjustments were made. However, the reported problem was not resolved. The patient was seen by a company representative for device evaluation. Testing performed confirmed that the device was functioning. However, a decision was made to explant the device. Surgery to explant the patient's device is to be scheduled.